Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon deflation difficulty could not be confirmed due to the condition of the returned device. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Because it was reported that the nc trek was being used to treat the right renal artery, it should be noted that the instruction for use (IFU) instructs that the nc trek is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction and balloon dilatation of a stent after implantation (balloon models 2.00 mm - 5.00 mm only). Additionally, it was reported that the nc trek was not prepped per the IFU prior to use in the anatomy. It should be noted that the IFU instructs: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: prowater; sheath: 7fr. (B)(4): incorrect prep; incorrect anatomy. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the right renal artery, a prowater guide wire was advanced without resistance followed by advancement of a 5.0x15 rx nc trek dilatation catheter. During pre-dilatation, the balloon was inflated to 18 atmospheres (atms) for 20 seconds. The balloon was deflated and inflated again to 18 atms for 20 seconds. An attempt was made to deflate the balloon; however, the balloon did not deflate. A second prowater guide wire was inserted backwards in an unsuccessful attempt to puncture the balloon. The second guide wire was removed from the anatomy. A non-abbott guide wire was inserted backwards in an unsuccessful attempt to puncture the balloon. The non-abbott guide wire was removed followed by removal of the first prowater guide wire. The physician cut the tip of the nc trek balloon and the 7fr sheath was replaced with an 11 fr sheath. An unsuccessful attempt was made to pull the balloon into the sheath; therefore, the sheath and the balloon were sutured in place. The patient was transferred for surgical removal of the balloon. Post procedure, the patient was reported as stable. There was no adverse patient sequela. Reportedly, the nc trek was not prepped per the instructions for use prior to use in the anatomy. No additional information was provided.